Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited oversensed noise, high out-of-range pacing lead impedance and triggered lead safety switch (lss). High pacing lead impedance was also noted. Device reprogramming was done. Additional information was received indicating that testing could not reproduced the noise and there was no pacing inhibition observed. This system remains in service. No adverse patient effects were reported.